Event description:
A healthcare worker experienced a baurn on the right index finger after touching items after a completed cycle. The worker did not seek medical attention and the symptoms resolved within one day. The vaporizer plate was in place at the time of the burn.